Event description:
It was reported that a patient presented for an ablation procedure. Prior to the procedure, right ventricular sensing failed and impedance was unstable. A set screw dislodgement of the implantable cardioverter defibrillator (ICD) was suspected. Moving the device in the pocket temporarily fixed the issue, but it still persisted. X-rays were performed to confirm that the lead tip and header were still in place. The physician elected to explant and replace the ICD. Once the device was replaced, the issue was resolved and the right ventricular lead was operating normally. The patient was recovering post procedure.

Manufacturer narrative:
The reported field event of failure to sense was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.